Manufacturer narrative:
D4 - UDI no. - not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the pressure confirmation balloon had been deformed. Magnifying inspection of the pressure confirmation balloon, focusing on the deformed segment revealed a hole generated on the front side surrounded with brownish discoloration. The edge of the balloon had been chipped partially, with brownish discoloration around the chip. Electron microscopic inspection of the hole and broken edge on the pressure confirmation balloon revealed that at the hole, the balloon material had curled outward from the inside of the balloon and the surface of the chipped edge was in the smooth state. Analysis of the discolored segment was found to be very similar to that which has been degenerated by the application of heat load. Polyvinyl chloride resin is a raw material used in the pressure confirmation balloon. The discolored segment was found to have a ratio of oxygen higher than that of the intact segment of the pressure confirmation balloon. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file find no other report with the involved product code/lot# combination of this nature. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the device was exposed to heat after inflation during use, resulting in the generation of the chip and the hole on the balloon surface. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in the tr band device. Follow up communication with the user facility confirmed the following information: the tr band was placed on the patient's arm according to the IFU; 15 ml of air was injected; after thirty minutes, no air inside the pillows; more air was injected into the tr band, but air directly leaked from the pillows; manual compression was used until a new tr band could be placed on the patient; blood loss was about 5-10 ml; successful hemostasis was achieved; and minor harm to the patient was reported.